Manufacturer narrative:
(B)(4). Date sent: 8/15/2023 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the product was incorrectly labeled in the box. The top of the box showed b11lt, the side showed b5lt. The product in the box was a b5lt. Device not used on patient, since a b11lt was needed. No adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/6/2023. D4: batch # 230c99. Additional information was requested and the following was obtained: "the sales rep confirmed that a 5mm trocar was in the box and the hospital used the product." Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows secondary box with a product code label b11lt on the top, in the size it has the correct size code b5lt. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.